Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A complaint database search against the provided did not reveal any trend of device breakage. The investigation could not draw any conclusions about the reported breakage without the device to examine. Based on the inability to determine a root cause and the low frequency of reported events, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Trial insert broke when inserting tibia tray.